Event description:
It was reported that the tecnis intraocular lens (iol) was explanted in a secondary procedure due to glare and halos and one of the more daily activities cannot be performed, like driving. The lens was replaced with different model lens and diopter j&j lens. Patient has fully recovered. There was no incision enlargement. There was no unplanned vitrectomy. No further information is available.

Manufacturer narrative:
Additional information: section b3:unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.